Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the venous pressure was not displaying. The perfusionist (ccp) reseated the module and suspect cable may be bad. The device was not changed out, as they continued the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. The field service rep (fsr) verified that (--) dashes were displayed on the venous vac line icon on central control monitor (ccm). The fsr troubleshot and found that they had a bad transducer cable. The fsr noted the cable was not a MFR provided cable. There was no damage noted to the cable that would have indicated an issue. The fsr removed the defective transducer cable and disposed of it on-site and installed new transducer cable that was provided by the ccp. The unit operated to MFR specifications and was returned to clinical use. The fsr downloaded the data logs and sent to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.